Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing one bent infusion set cannula. She noticed the bent cannula during an infusion set change after 3 days of use. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The alleged infusion set was not available to be returned for eval. No product will be returned.